Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an issue occurred with an enteral feeding pump. Upon triage on (B)(6) 2017 the service tech found the enteral feeding pump's screen was not legible.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed. The unit was triaged and the reported issue was confirmed. In addition, upon triage it was found that the lcd layers were coming apart, but due to the age of the lcd. The screen was still legible. The potential root causes are excessive damage due to customer misuse and/or the lcd being subjected to typical wear and tear. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.